Manufacturer narrative:
Multiple requests for further information have been made. Allergan has received no response from the authors. Article citation: "minimally invasive combined glaucoma and cataract surgery: clinical results of the smallest ab interno gel stent." Gregorio, alessandra de; pedrotti, emilio; russo, luisa; morselli, simonetta, international ophthalmology (29/may/2017): 1-6. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). Precautions: the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
In the article, "minimally invasive combined glaucoma and cataract surgery: clinical results of the smallest ab interno gel stent." International ophthalmology (29/may/2017): 1-6, the authors describe the event of 1 eye experienced postoperative ocular complication, specified as requiring additional glaucoma surgery. Trabeculectomy was performed after 1 month "for a stent failure due to a presumable obstruction". Side unknown.